Event description:
It was reported that perforation and hemoptysis occurred. The patient came with 15 liter or non-rebreather mask, oxygen 100%, pap 29/9/16, and blood pressure of bp 103/57/77 mmhg. Cardiac computed tomography angiography showed clot on the right and left. The physician accessed the right side with kmp and non-bsc wire. Exchanged for 1cm tip amplatz super stiff guidewire. Advanced t24 into the right interlobar. The physician did remove significant clot with four total passes on right and moved to the left. The physician the accessed with kmp and 1cm tip amplatz super stiff guidewire on the left. Both was able to pass and a small amount of clot was removed. The physician took t24 back into superior vena cava and advanced the pigtail in to take pa pressures again. However, guidewire perforation was noted and the patient experienced hemoptysis. A wedge balloon was taken up on the left side and protamine was given. After five minutes, it subsided. The patient's oxygen saturation was at 95%, and heart rate was 91. The patient was taken to intensive care unit. About 2 hours post procedure, patient oxygen saturation was 100% on room air and the patient was feeling better. No further complications were reported.